Manufacturer narrative:
An attempt to reproduce the reported event with the minimed mobile app (software version 2.8.0) installed on samsung galaxy a35 (android 14) with mmt1886 780g pump (software version 6.7w) was conducted and confirmed the issue was not reproduced. Testing performed by: dmitrii krivaksin. Confirmed: analysis verifies or provides evidence that the issue occurred at the time of the reported event. The software successfully adhered to the specified requirements and performed in accordance with the expectations specified in the sw requirement doc field. After conducting an initial investigation, we have found that the main reason for failed connection attempts was supervisortimeout errors thrown by os, supervisortimeout in substance means that the phone did not receive any messages from the pump in the defined period (approximately 30 seconds), the main possible causes for that are errors in device bluetooth stack implementation or high level of electromagnetic noise. Supervisortimeout occurs when the device fails to receive a timely response from the pump, leading to automatic disconnection or an error message. The esf number that corresponds to the reported issue is: 5233282. This issue is about the pump being unable to pair with the minimed mobile app because the mobile device sent an incorrect response when trying to connect. To assist with the resolution of the issue, we provided the helpline team with the following recommendation to ensure that it is addressed effectively: please try next steps with the customer: 1. Disable crossdevice. A). On your android device, open settings . B). Tap google, google devices sharing (or all services on xiaomi devices) , crossdevice services. C) or search crossdevice' from settings. D) make sure use crossdevice services is off or disabled (xiaomi device use toggle off) e) follow the instructions in minimed mobile app to establish pairing between pump and phone. Note: once pairing is completed, ensure crossdevice services are disabled. 2. Make sure users remove paired devices from phone and pump. 3. Also ensure that there are no other paired pump devices on the phone. 4. Delete the minimed mobile app's memory cache in the android settings: settings, apps, find minimed mobile in the list of apps, storage and cache, clear cache and data. 5. Delete the app 6. Reset networks (reset network settings: settings connection, sharing reset wifi, mobile networks, and bluetooth reset settings). 7. Restart the phone. 8. Reinstall mmm app. 9. Check for all the usual connectivity (internet, bluetooth on, etc.) 10. Start the pairing process from scratch. If steps above does not help please check are there any apps on user's device that use bluetooth connection. If there are some please: 1. Uninstall such apps and. 2. Try pairing process from scratch. The helpline has not yet confirmed whether the recommended steps have successfully resolved the issue. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced loss of communication between pump and the mobile application. The customer reported no adverse event. The event involved product(s) mmt-6101. Troubleshooting was performed and it was unable to resolve with existing troubleshooting or labeled instructions, issue escalated. No harm requiring medical intervention was reported. No product return is required for mmt-6101.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Select patient information cannot be provided due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.